Event description:
The manufacturer received information alleging a patient with a trilogy evo device has passed away. The patient had a primary and a backup ventilator, but it is unclear which unit was in use at the time of the death. Both devices will be returned for a device evaluation. It is noted that the sd card was wiped for unknown reasons. The patient had chronic respiratory failure due to neuromuscular disease and was trach dependent. There was no allegation that the device malfunctioned or contributed to the death. The device settings at the time of the event were - pc simv, pc 10, peep 8, ps 8, rate 18, itime 0.8, trigger auto trak sensitive, and rise time 1. The alarms that occurred were 40 second circuit disconnect, high tidal volume 350, low rr 10, and high rr 90. The clinical assessment team states that this notification was reviewed due to a customer reporting that two trilogy evo ventilators required return following the unexpected death of a 5 year old patient on (B)(6) 2025 and the exact cause of death is unknown. A caregiver notified the respiratory therapist of the patient's passing. When the therapist attended the home to retrieve the devices and perform an in-home download of the device data, all patient data had been erased. The patient had both a primary and a backup ventilator, but it is unclear which unit was in use at the time of death, and the caregiver was uncertain whether that information had been provided to the therapist. There is no allegation of device malfunction. Past medical history includes tracheostomy dependence for chronic respiratory failure secondary to a neuromuscular disease. Based on the available information at this time, the alleged harm death is assessed as not related to the device in this case. Therefore, based on the information available at this time, the device did not contribute to a serious injury or death. The device has not been returned to the manufacturer. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information. Literature attachment: left-sided heart failure determines outcomes in patients with severe tricuspid regurgitation undergoing percutaneous repair. B2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
The manufacturer previously received information alleging a patient with a trilogy evo device has passed away. The patient had a primary and a backup ventilator, but it is unclear which unit was in use at the time of the death. Both devices will be returned for a device evaluation. It is noted that the sd card was wiped for unknown reasons. The patient had chronic respiratory failure due to neuromuscular disease and was trach dependent. There was no allegation that the device malfunctioned or contributed to the death. The device settings at the time of the event were: pc simv, pc 10, peep 8, ps 8, rate 18, itime 0.8, trigger auto trak sensitive, and rise time 1. The alarms that occurred were 40 second circuit disconnect, high tidal volume 350, low rr 10, and high rr 90. The clinical assessment team originally stated that this notification was reviewed due to a customer reporting that two trilogy evo ventilators required return following the unexpected death of a 5-year-old patient on (B)(6) 2025 and the exact cause of death is unknown. A caregiver notified the respiratory therapist of the patient's passing. When the therapist attended the home to retrieve the devices and perform an in-home download of the device data, all patient data had been erased. The patient had both a primary and a backup ventilator, but it is unclear which unit was in use at the time of death, and the caregiver was uncertain whether that information had been provided to the therapist. There is no allegation of device malfunction. Past medical history includes tracheostomy dependence for chronic respiratory failure secondary to a neuromuscular disease. Based on the available information at this time, the alleged harm death is assessed as not related to the device in this case. Therefore, based on the information available at this time, the device did not contribute to a serious injury or death. The device was returned to the product investigation lab (pil) for further investigation. Pil visually inspected the trilogy evo USA device for visual defects and found none; note both filters were installed in the device. Pil noted that per the event log this device was not in use on (B)(6) 2025. Pil then powered on the device and ran therapy for approximately 22 hours and the device operates without issue. Pil then tested the device on the pil trilogy evo multifunctional test station and passed all testing. Pil concluded that the trilogy evo USA device operates as designed. An updated clinical assessment was performed post pil evaluation. The assessment states 'therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The patient was not on the device on the date of death.' A risk assessment was performed in accordance with the manufacturer¿s risk management procedures regarding the reported incident of death, which was not accompanied by any allegation of device malfunction. No further information is available concerning the cause of death or whether the device was in use at the time of the patient¿s passing. The report does not indicate any device malfunction, use error, failure, labeling issue, or other deficiencies relevant to the reported harm. Based on the information available, the device did not cause or contribute to the patient's outcome, and no new or increased risk has been identified. Philips will continue to monitor for similar complaints.